Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a small tissue was observed at the end of steerable guide catheter(sgc) in the left atrium post removal of dilator and wire. A non-abbott catheter was used to aspirate the tissue. Tissue was successfully removed and the procedure was continued with deployment of the clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (tissue observed at the end of sgc). Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as a non-abbott catheter was used to aspirate the tissue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.